Event description:
While requesting a replacement belt clip, customer reported having a heart attack and a blood glucose level of 600 mg/dl the week before the call. Customer also reported being hospitalized, but now wearing the insulin pump during her stay. Blood glucose level was 105 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.